Event description:
Cautery unit caused apparent burn to sclera/conjunctiva. Physician stated pt recevied increase swelling which required more frequent use of same (usually post-op) eye drops. Pt's astigmatism slightly worse post-op, but correctable with glasses.